Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Longevity calculations found the device did not meet longevity expectations. Memory analysis confirmed the clinical observation of an inaccurate longevity reading.

Event description:
Boston scientific received information that this pacemaker had exhibited an increase in longevity from one follow-up to the next. A save to disk was performed and it was discussed the programmer likely took an inaccurate reading. It was noted that the device was in an atrial tachy response (atr) episode which can cause an invalid charge time measurement. It was discussed the reading would correct when the device is interrogated again. The device was subsequently explanted due to therapy upgrade. No adverse patient effects were reported.